Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013 the lay user/reporter contacted lifescan (lfs) alleging the patient¿s onetouch delica lancets were not fitting in the lancing device . The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue first occurred on (B)(6) 2013 in the afternoon. The reporter stated the patient uses self adjusting insulin to manage his diabetes and he normally tests more than 4 times a day. The reporter stated on (B)(6) 2013 at 4:30pm the patient was given 8 units of short acting insulin by a third party who was not a healthcare professional. The reporter stated on (B)(6) 2013 at 5pm, the patient had less to eat or drink. The reporter stated the patient did not develop any symptoms. The reporter stated no other device was used to measure the patient¿s blood glucose. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was the first time the lancing device had been used. The patient was found to be using the correct lancets. Replacement products were sent to the patient. This complaint is being reported because the reporter stated due to the alleged issue, the patient required assistance from a third party.